Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump had moisture in the battery compartment and the pump experienced intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were pump reboots observed in the black box history. There was a crack in the battery compartment with corrosion observed inside. There was no damage found to the battery cap and the cap secured properly to the pump. The pump was exercised for 24 hours with no power issues occurring. The battery cap height and width were found to be within specification. The pump was opened and moisture damage was found on the printed circuit board. Unrelated to the complaint, the display screen was dim and discolored. Also unrelated, the bolus button was punctured. There was a leak confirmed at the battery compartment and bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.